Event description:
The initial reporter alleged a result discrepancy when using the kit cobas 58/68/8800 mpx 480t ivd assay on the cobas 6800 instrument. The allegation involved a sample that was initially reactive for hepatitis b virus (hbv) using the cobas mpx assay. Serology testing for hepatitis b core antibody (anti-hbc) and hepatitis b surface antigen (hbsag) was reactive. A sample taken from the plasma bag was non-reactive. A new collection of the sample was tested and was also non-reactive. The donation, which was blood, was discarded.

Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the cobas mpx assay was performing within specifications. Data analysis indicated that the reactive result was associated with a late cycle threshold (CT) value, which is indicative of a sample at the limit of detection (lod) of the assay. At the lod, wavering results between reactive and non-reactive can occur and are expected. Serology results for the sample were reactive, suggesting the donor may have a chronic infection or may have been vaccinated for hepatitis b virus (hbv). The root cause of the discrepant results was attributed to the sample being at the assay's limit of detection. No harm or delay in treatment was reported, and the blood donation was discarded.